Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure by using the crosser iq catheter. It was reported that during the procedure, the guidewire allegedly failed to advance over the catheter and removed it completely. The procedure was completed using another device. There was no reported patient injury.